Event description:
The device was used during a bullectomy procedure. Reportedly, the instrument was difficult to open. The surgeon performed a thoracotomy to remove the device. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
11/3/1998-supplemental report sent to FDA. Additional data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.